Manufacturer narrative:
Additional information: d10, h6, h10. One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with both of front corners of top case are badly damaged, cracked on right plunger case and broken bottom case screw stand-off. Event history log review was performed and found primary audible alarm bgnd test in history. Visual inspection and occlusion testing were performed. Investigation unable to duplicate the reported problem "primary audible alarm bgnd test". Investigation, unable to determine the intermittent of the error and according to the investigation, no physical or any other damaged was found on speaker or interconnect board. Interconnect board cable connector was glued into main board. According to the investigation, the pump j9 connector was fully reseated and re-glued using all three mating surfaces on both sides of the j9 connection and performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Manufacturer narrative:
Additional information was recieved detailing more information about the reportable event.

Event description:
Additional information was received about the situation that the syringe pump was being used in. The syringe pump was infusing a dopamine drip; it spontaneously turned off and alarmed biomed error. The pump was infusing dopamine with a concentration of 800mcg/ml with a 30ml syringe 2mcg/kg/min dosing weight 1.3kg rate: 0.195ml/hr. Syringe pump infusing a dopamine drip; spontaneously turned off and alarmed biomed error. Dopamine 800mcg/ml 30ml syringe dose 2mcg/kg/min dosing weight 1.3kg rate: 0.195ml/hr.

Event description:
Information was received indicating that during infusion of a dopamine drip a smiths medical medfusion 4000 syringe infusion pump alarmed "primary audible alarm bgnd test" and "acu watchdog failure" and stopped infusing. No adverse patient effects were reported.